Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "d" was broken, pulling the j704 connector on the solder joint on the pca. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.